Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, a surgeon struggled with suture on an rb-1 running as the needle kept popping off. They used five packages from the same box, all with the same result. The surgeon finally changed suture to complete the case. The patient experienced a longer time under anesthesia while they struggled with suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ were there any patient consequences? ¿ is this device available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). I have been contacted by ethicon regarding a complaint I filed regarding vicryl suture. The complaint number is (B)(4). 1. The harm to patient was simply a longer time under anesthesia while we struggled with suture. 2. I do still have the product. Contact info: (B)(6). 3. Source person providing answers: (B)(6). Thank you for your prompt response and dedication to patient safety. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08918, 2210968-2023-08919, 2210968-2023-08920, & 2210968-2023-08921.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, twenty unopened samples that pertain to the product code j215h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-08917, 2210968-2023-08918, 2210968-2023-08919, 2210968-2023-08920, & 2210968-2023-08921.